Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted due to stress urinary incontinence. The patient underwent mesh revision on (B)(6) 2003 due to erosion of vaginal mesh into the anterior vaginal mucosa. It was reported that the patient was treated on (B)(6) 2003 for erosion of mesh in the anterior mucosa and dyspareunia. The patient was treated on (B)(6) 2013 for vaginal erosion, urinary incontinence and dyspareunia.